Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having multiple bent cannulas, but the insulin pump did not return a no delivery alarm. Blood glucose level was 508 mg/dl at the time of the call. Customer reported treating with a manual injection. Upon removal, the customer reported that the cannula was bent. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.